Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) was isolated to the cable connecting ECG "c" and ECG "d" being pulled from the strain relief, damaging lead 1 and lead 2 wires in the cable. The root cause for the strained cable was excessive force. There was no adverse event that resulted from the damaged belt.